Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented to the hospital for lead revision procedure. During prior follow up visit, inadequate capture was observed on the lv lead. Programming changes were made to the device and lead was functioning well. Upon chest x-ray review, lead dislodgment was confirmed on the lv lead and the patient's spouse reported that due to patient raising their arms high shortly after implant lead dislodgment may have occurred. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.